Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed in the tubing of a transfer set. This was identified at the patient's home during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and white residue was observed inside the silicone tubing. The white residue has previously been identified as fatty acid, likely calcium stearate, calcium carbonate, and small amount of carbonyl-based material. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.